Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an percutaneous transluminal coronary angioplasty (ptca) interventional procedure. The arteriotomy was a 6fr. During the interventional procedure the sheath was upsized to an 10fr sheath. Reportedly, a suture break occurred. A second proglide was used to successfully pre-place the suture and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.